Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion located in the mid left circumflex artery that was both moderately calcified and tortuous and 75% stenosed. The lesion was pre-dilated and then a xience sierra stent delivery system was advanced, but could not cross the lesion due to the angled anatomy. When the delivery system was withdrawn, it was observed that the stent implant had dislodged and the stent struts were flared. A snare was used to remove the stent. Another xience sierra was used to successfully complete the procedure with no adverse patient sequela or clinically significant delay reported. No additional information was provided.

Event description:
No additional information provided.

Manufacturer narrative:
A visual inspection was performed on the returned stent implant, thus confirming the reported stent dislodgement. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the return device (catheter not returned). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.